Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. The rep reported that the patient was seen on 4/10 for a post op visit and the number 0 and 15 electrodes had red over 25-35,000. Check connections was all green on all electrodes. Patient did not feel stimulation and went into oor. The electrode 0 was programmed with a cathode and 1 an anode before her battery/extension change. Had to move the programming cathode to 1 anode to 2. Patient stated she doesn¿t feel it as high in her back now since having to adjust programming due to oor/impedances. No symptoms reported. No further complications were reported/anticipated. Additional information was received from a manufacturer's representative. It was reported that the patient was seen again yesterday and the same electrodes showed 20,000 impedances. All connections were green. Patient complained of excessive heat while recharging. Patient normally recharges laying down on recharger. The rep encouraged the patient to charge while sitting up if possible so more air flow was around battery site. It was reported the patient's strap from the recharge case came apart already and separated from the case. It was reported the issue of high impedances has not been resolved. Rep reported that the oor came up when the programming those electrodes and attempting to turn on stimulation.